Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked tubing event on (B)(6) 2025. There was burning sensation at the site of insertion. No further information available.